Event description:
It was reported that the red call doctor icon was flashing red on the communicator. The patient was recently hospitalized for passing out, and they were informed about an issue with the non-boston scientific leads ceasing therapy when the patient raised their arms. Boston scientific technical services (ts) was contacted, and ts recommended initiating contact with the patient's nurse to send a communication via the communicator. It was later determined that the red call doctor icon was in reference to the non-boston scientific right ventricular lead exhibiting high, out-of-range pace impedance of greater than 2000 ohms. The device and leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the red call doctor icon was flashing red on the communicator. The patient was recently hospitalized for passing out, and they were informed about an issue with the non-boston scientific leads ceasing therapy when the patient raised their arms. Boston scientific technical services (ts) was contacted, and ts recommended initiating contact with the patient's nurse to send a communication via the communicator. It was later determined that the red call doctor icon was in reference to the non-boston scientific right ventricular (rv) lead exhibiting high, out-of-range pace impedance of greater than 2000 ohms. Later, another red call doctor indicator occurred, and ts again helped send a transmission. The second alert was again for rv pace impedance being high, out-of-range which caused a lead safety switch (lss) to occurred, switching from a bipolar to unipolar configuration. The device and leads remain in service. No adverse patient effects were reported.